Manufacturer narrative:
During the surgery on the following day, the surgeon used navigation and the stealthstation treon. The medtronic rep evaluated the system at the site. She found that the inaccuracy was likely due to the reference frame moving because the vertek arm moved when heavy pressure was applied although it had been fully tightened. The medtronic rep recommended that the vertek arm be replaced.

Event description:
A medtronic rep reported that during a cranial procedure, registration was accurate, but as the case proceeded, the surgeon decided to discontinue navigation as he felt inaccurate anteriorly. The surgery was re-scheduled for the following day. There was no impact on the pt outcome.